Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown, medical device expiration date: unknown. Device manufacture date: unknown. Dmedical device lot #: 9337437, medical device expiration date: 2024-12-31, device manufacture date: 2019-12-03. Medical device lot #: 9337429, medical device expiration date: 2024-12-31, device manufacture date: 2019-12-03. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.3ml 29ga 1/2in 7bag 420cas jp was separated from the hub. This occurred on 21 occasions before use. The following information was provided by the initial reporter: the needle with the shield was separated from the hub. According to the customer's report, the shield was tight to remove.

Manufacturer narrative:
H.6. Investigation: customer returned (21) 0.3ml bd insulin syringes from open polybags from lots 9337437, 9337429, and an unknown lot. Customer reported the needle with the shied was separated from the hub; according to the customer's report, the shield was tight to remove. All 21 returned syringes were examined, and the following was observed: - 2 syringes with separated needle hub/shield assemblies; no damage to the barrel tips observed - 3 syringes where the needle hub/shield assembly was not properly seated on the barrel tip the remaining 16 syringes were then tested to determine the shield removal force. All 16 tested syringes tested within the shield removal force specification. A review of the device history record was completed for batch# 9337437. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [(B)(4)} noted for out of spec shield pull. A review of the device history record was completed for batch # 9337429 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted for out of spec shield pull. There were two (2) notifications [(B)(4)] noted that did not pertain to the complaint. Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Batch 9337429 and batch 9337427: DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. CAPA#1630423 was initiated.

Event description:
It was reported that syringe 0.3ml 29ga 1/2in 7bag 420cas jp was separated from the hub. This occurred on 21 occasions before use. The following information was provided by the initial reporter: the needle with the shield was separated from the hub. According to the customer's report, the shield was tight to remove.